Event description:
Patient's epg (trial stimulator) disconnected from the percutaneous extension (pe). The representative met with the patient and observed the prongs inside the epg connector were bent. Per the representative, the epg was pulled from the pe and the prongs inside the epg were damaged as a result. The representative was unable to reconnect the epg to the pe. The epg was replaced and patient was reprogrammed.